Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker exhibited infection and endocarditis with sepsis. A revision was performed and the pacemaker was explanted. There were no additional adverse patient effects reported. The pacemaker will not be returned.